Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number (B)(6). Investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the motor speed was unstable, the motor was corroded, the control bar ends were thin, and the unit was out of calibration. Additionally, the needle bearing was worn, the motor seal and ball bearing were damaged, and the screws were not original. The motor, control bar, shaft bearings, sleeve bearings, needle bearing, motor seal, ball bearing, and screws were replaced and the switch and plug harness assembly were updated to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the hand piece was broken. There was no harm or delay reported. At product evaluation investigation the device motor speed was unstable. No additional consequences have been reported as a result of this malfunction.